Manufacturer narrative:
Visual inspection of the returned product found only a small piece of lens returned, a large portion of lens optic and both haptics were torn off and missing. The lens was returned in liquid. The plunger of the nanopoint injector was bent. There was no visible damage to the cartridge. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated the surgeon was attempting to insert a cc4204a collamer single piece lens, +20.5 diopter, and noted the lens was torn. There was no patient contact and the backup lens was implanted.